Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: (B)(6), ubd: 18-may-2024, UDI#: (B)(4) g2: this event occurred in japan, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that with all four types of navlock, dlif inserter, and spine frame, geometry error changes from 0.4 to 0.8, and tracking stops. Gloves with powder are not used. There was no blood stain on the bone wax. Even when the passive marker was replaced, the recognition did not improve, so it was replaced again and improved. It was pointed out that there was a defect occurred in the lot. There was no impact on patient outcome. Follow up was conducted with the field to further investigate the issue and it was determined that the most likely cause was initial defect.